Event description:
A report was received that the patient underwent an ipg replacement procedure as the patient was not able to charge the ipg. The physician replaced the ipg and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
The ipg passed all visual, electrical, performance, and photographic imaging tests performed. The device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. Review of the charge profile revealed that during the last three charge cycles, the patient had difficulty charging. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket.

Event description:
A report was received that the patient underwent an ipg replacement procedure as the patient was not able to charge the ipg. The physician replaced the ipg and the patient is reportedly doing well following the procedure.